Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a hernia and does not like having solution left inside the peritoneum. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient does currently have a hernia; however, there is no information in the patient record pertaining to the hernia. The patient was referred to the cleveland clinic due to past history of hernias and hernia repair surgery. Additionally, the pdrn reported the patient has polycystic kidney disease (pkd) which increases the risk for developing hernias. The pdrn stated the hernia is unrelated to use of the liberty select cycler or other fresenius product(s) and it is a result of the pkd. The patient has not required any change in pd prescription as a result of the hernia.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia. However, there is no documentation in the complaint file to show a causal relationship between the hernia and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the hernia event. Per the pdrn, the patient has polycystic kidney disease putting the patient at increased risk for hernia development and this has been attributed as the cause of the hernia. Episodes of abdominal hernia appeared statistically more often in pkd patients treated with pd\; however, abdominal wall complications have been found to be more frequent in pkd patients at all stages of kidney disease including before end stage renal disease. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a hernia and does not like having solution left inside the peritoneum. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient does currently have a hernia; however, there is no information in the patient record pertaining to the hernia. The patient was referred to the (B)(6) clinic due to past history of hernias and hernia repair surgery. Additionally, the pdrn reported the patient has polycystic kidney disease (pkd) which increases the risk for developing hernias. The pdrn stated the hernia is unrelated to use of the liberty select cycler or other fresenius product(s) and it is a result of the pkd. The patient has not required any change in pd prescription as a result of the hernia.